Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to product performance issue. New lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead exhibited placement difficulty. Amending MDR decision to MDR = no report.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to product performance anomaly. This rv lead was replaced. No adverse patient effects were reported. Additional information was received indicated that rv lead exhibited placement difficulty and will not be returned for analysis.